Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: nexgen lcck femoral component, catalog#: 00599401492, lot#: 61533945. Nexgen stemmed tibial component, catalog#: 00598004701, lot#: 62423844. Nexgen all polyethylene patella, catalog#: 00597206535 ,lot#: 62401082. Nexgen straight stem extension, catalog#: 00598801215, lot#: 62019523. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00089.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, pain and poor range of motion one of the known adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The reported event was confirmed through medical records received.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown zimmer tibial tray, catalog # unknown, lot# unknown. Unknown zimmer femoral component, catalog # unknown, lot# unknown. Unknown zimmer patella catalog # unknown, lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06306, 0001822565-2017-06307, 0001822565-2017-06308.

Event description:
It was reported following a knee arthroplasty the patient is experiencing chronic pain and has experienced a fall. Attempts have been made and additional information on the reported event is unavailable at this time.